Manufacturer narrative:
Age, weight: patient age and weight were not available. Suspect medical device: device model#, lot#, di#, and expiration date are not available from the facility. The device was discarded by the user. Manufacture date: the device manufacture date is determined by lot# and therefore unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that during a cardiac lead management procedure to extract 2 nonfunctional/occluded leads (one right atrial and one right ventricular), an adverse event occurred, which required sternotomy and rescue intervention. No further details regarding the nature of the event were provided.

Event description:
The left brachiocephalic (bc) was occluded and there was severe stenosis in the superior vena cava. The tear occurred in the left bc and the upper portion of the svc where the vessels bifurcate. The tear was repaired via patch augmentation. Both leads were successfully removed. The patient was successfully discharged on (B)(6) 2019, twelve days after the initial procedure.

Manufacturer narrative:
B5) further information received regarding nature of injury and patient outcome.